Event description:
Patient's mother reported, patient has experienced concerns with the infusion device. Mother stated, he has been getting some error messages and some are missing; exact ones not provided. Mother reported, patient has been experiencing elevated blood glucose levels for unknown reasons and when he stops using the infusion device and takes the insulin pen, his blood glucose levels go down. Mother stated, patient's blood glucose level has been above 25.0 mmol/l (450 mg/dl). Mother reported that insulin is getting out from the infusion device but no leakage is seen. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the sn is not available, the complaint could not be replicated. Product not returned.